Event description:
It was reported that during a da vinci s sigmoidectomy procedure, while the surgeon was utilizing the graptor instrument to retract the patient's bowel, the bowel lost vasculature and was diluted. The damaged bowel was repaired and the planned surgical procedure was completed. No additional patient harm or adverse outcome was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, it cannot be determined if the instrument malfunctioned in a way that would have caused or contributed to the reported patient injury. Multiple attempts to obtain additional information has been made, however, no add'l info has been provided by the site or the surgeon related to this event. If additional information is received, a follow-up MDR will be submitted.